Event description:
Caller reported receiving a minimum fill notification. There was no adverse impact on the customer's blood glucose level. Initially, the customer attempted to reload the existing cartridge but faced difficulties. Technical support instructed the customer to clean the pneumatic tap area of the pump and guided them through the process of filling and loading a new cartridge using the proper load technique. This resolved the issue, and the customer was able to resume insulin delivery successfully.